Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that the device was used during a robotic bladder procedure. On one of the firings using a gold reload cartridge, it was noted that there was unformed staples in the middle of the cartridge on the outside row. Cautery was used to ligate the area after the unformed staples were removed. It is believed that the same device was used with different reloads to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Urinary pedicles. At what location on the tissue? Urinary deep in the pelvic region. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Asku. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.